Event description:
It was reported that the lens is in mild anterior position in the bag and the patient has a mild myopic outcome (about 0.70d more myopic than target). Mild fibrosing on the anterior capsule and mild posterior capsule opacification were observed. The lens was explanted and a multifocal lens was implanted. The patient is reportedly happy with distance vision with the multifocal lens. This report refers to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.